Event description:
Reporter stated the patient experienced hyperglycemia of 400-500 mg/dl for the last few days. He increased his insulin amount, but this did not resolve the issue. He reported the insulin delivery is inaccurate, and the infusion device does not properly provide e4 occlusion errors. He began to deliver insulin via pen, and his blood glucose stabilized. The infusion device was replaced and requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy, occlusion limits and alarm functions were tested successfully and comply with the product specifications. No malfunction of the device could be observed during the investigation.